Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that they had an unresponsive keypad. The blood glucose reading was 180 mg/dl. It was also stated that they had infusion sets with little or no adhesive. The customer was advised to hold on to them, so they can be analyzed.